Event description:
It was reported the pt experiences pain and swelling at the lead incision site since the implant. The pain is present with stimulation on and off and radiates to the front of the pt's body. F/u determined the pt has been referred to another pain physician for injections.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.